Manufacturer narrative:
(B)(4). This report for air in the patient line was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error, a closed clamp on the patient line. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding the patient line having air in it, which occurred on the homechoice (hc) during use during initial drain. The patient stated they forgot to open their patient line clamp and connected. The patient realized their error when the hc was not draining them properly. The patient stopped the drain and called baxter before the hc could alarm. The baxter technical service representative explained that the patient would need to end therapy and start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The spouse stated that the patient was able to resume therapy successfully after starting over with new supplies and has not had any more problems since. The spouse stated the patient would be following up with their nurse in regards to the event. There was no patient injury or medical intervention reported.